Event description:
The customer reported that he woke up with insulin in his pants pocket, due to a leak in the reservoir. The customer's blood glucose was 220 mg/dl. He stated there was a missing o-ring on the resrevoir and has a piece that was falling off, on which he used duct tape to hold it together. The customer was not sure of how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the electronic assembly.